Event description:
Caller states that the patient tested 7.1 inr on strip lot 396a and 4.7 inr on strip lot 397a, using the same device. Caller states that a comparison lab value returned as 4.2 inr. No action was taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.